Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that mini drawer 2.7 was not stay closed due to emergency access in partial open position. The field service engineer (fse) returned emergency access lever to the locked position correctly. The drawer operation was then tested in the application and through hardware diagnostics, and no further issues were noted. The station was confirmed to be functioning normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer was unable to close. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.